Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device was intermittently unable to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was unable to be duplicated.